Event description:
It was reported that this right atrial (ra) lead exhibited noise. The noise was reproduced when the patient raised their arms. A lead fracture was suspected. The patient required very little atrial pacing, so the potential of a lead fracture was felt to be of little clinical significance. The physician opted not to make any changes or taken any actions at this time and will continue monitoring. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.